Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot number: medical device lot #: 7279719, medical device expiration date: 7/31/2018, device manufacture date: 10/06/2017. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all tubes drew within the required specifications. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause: CAPA (B)(4) has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tube overfilled. No injury or medical intervention reported.